Event description:
It was reported that after a da vinci-assisted surgical procedure, the prograsp forceps instrument pressed into itself. The instrument was removed with the cannula. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.